Event description:
Adverse event(s): 'the pt sustained a soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "a 20 gauge infusion cannula was in a 23 gauge pak". Misassembled). The facility clinical director reported a 20 gauge infusion cannula was in a 23 gauge pak. The surgeon was attempting to insert the infusion line into the trocar but it would not fit. The surgeon realized the infusion cannula was the incorrect size. Another pak was opened and the 23 gauge infusion cannula was obtained. During the course of obtaining the correct gauge infusion cannula, the pt sustained a soft eye. The clinical director stated this was the third retinal surgery for this pt. The surgery was scheduled to remove the silicone oil from the previous surgery. The silicone oil was re-injected to mitigate the soft eye.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).